Event description:
Philips received a complaint on the patient information center ix indicating that the electrocardiogram (ECG) alarm was not audible. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The remote service engineer (rse) spoke to the customer, and the customer advised that the patient heart rate (hr) dropped to 44 bpm, and the monitor generated a low hr yellow alarm instead of a brady red alarm. The rse explained the differences between the yellows and the extreme red alarms. The rse advised that the difference between the low hr alarm limit and the extreme bradycardia limit is unit configured. For example, if the low alarm limit is 60 bpm and the extreme bradycardia limit difference is configured to be 20 bpm, then the extreme bradycardia limit is 40 bpm. If the difference is configured to be 0, there will always be an extreme bradycardia alarm when the hr falls below the hr low limit. The rse gave instructions to view the monitor's configuration low limit. Based on the information available , the pic ix was functioning as intended, and there was no malfunction of the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.